Event description:
Allegedly, the patient was revised due to dislocation subluxation (left). Secondary revision njr index no: (B)(4). Additional product information received on 1/12/2017: neck product information now available.